Event description:
It was reported that the patient with spinal stenosis underwent a procedure for tlif at l5-s1 with peek device and posterior fixation. Patient complained of neurologic manifestation due to cage back approximately 3 weeks post-op. The patient underwent a revision surgery to remove and replace the interbody device.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device, part number 9393008, 510k # k094025, is approved for use. The device or applicable imaging studies has not been returned to the manufacturer for evaluation. A review of the device history records found no information to indicate a non-conformance to specification.